Event description:
It was reported that the customer passed out, experienced low blood glucose levels, and required medical intervention from paramedics to handle the situation. The blood glucose reading was 27 mg/dl. She stated that she did not remember whether her insulin pump had alerted a low predictive warning. She noted that when she had checked her blood glucose the first time, it was 51 mg/dl, and by the time the paramedics arrived, it was 27 mg/dl. She stated that the certified pump trainer arrived and found that she had somehow changed her basal settings; she was reported to have been receiving too much insulin. She stated that she thought she had changed the settings at night when the device was going off and she did not know how to stop it from alarming. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.